Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all functional and system tests. Analysis found the patient connector had disturbed pins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer would not power up prior to use with a patient. The analyzer was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.